Manufacturer narrative:
Date of event: exact date unknown, event occurred over a month ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: (B)(4). Model: sc-1200 serial: (B)(4). Batch: 369804.

Event description:
It was reported that the patient experienced inadequate and loss of stimulation due to lead migration despite of reprogramming attempts. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned.